Event description:
Philips received a complaint on the tempus ls indicating that the device fails to pace. In this case no patient was involved. The case escalated to technical investigation. Log file was collected for analysis and the log files showed evidence of the reported fault on 20th march. This issue appears to be a non-reproducible pacer error, which is logged as error 26 in the logfile. As the error is not reproducible, the root cause can't be concluded. However, it is suspected that the error is due to an intermittent communication issue between the dpm and main board. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Model# updated. Product UDI updated. Contact office updated. Investigation results are unchanged.